Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the pump alarm history indicated occlusions had occurred. During investigation, the pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no occlusions occurring. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.